Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, on the stapling phase, a break sound was heard (found) from the device, resulting a dysfunction of the stapling and cutting on the rectum tissue. To resolve the issue the anastomosis had to be done manually, resulting in a higher risk of infection. The surgical time was extended more than 30 minutes due to the device issue.